Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.2 cm fusiform aneurysm was reported with infra-renal angulation of 35 degrees. Proximal aorta was 19 mm in diameter and 25 mm in length. Distal aorta was 24 mm in diameter. Right and left iliac arteries were 13 mm in diameter. Right and left femoral arteries were 8 mm in diameter. The right and left iliac were moderately tortuous with no stenosis. The proximal neck had 20% mural thrombus/calcification. The proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. A reliant balloon was used. Visualization of the stent graft during the procedure was poor since the patient was very obese. The patient had intra-operative hypertension at the end of the case. The patient was treated with medication and then stabilized. This event was found to be related to the study procedure but not the study device. One day post index procedure, the patient had scrotal edema, which was treated with medication. Post-op, the patient developed excessive scrotal swelling. He complained of lower abdominal pain. The patient was unable to pass urine, a foley was re-inserted. Patient is awaiting urology consult. This event was found to be related to the study procedure but not the study device. Forty-five days post index procedure, the patient was admitted for perineum swelling and abdominal pain. CT revealed acute sigmoid diverticulitis. The patient also had c. Difficile colitis. Gastroenterologist involved, not related to study device or procedure. The following month, the patient was admitted to the ER with abdominal pain, diagnosed with acute diverticulitis and recurrent c. Diff diarrhea. Treated with IV medications. Seven days later, the patient was discharged from the hospital. The investigator indicated that this event was not device or procedure related. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: unknown cause of event. Conclusions: unknown cause of event.